Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer¿s blood glucose level was 600 mg/dl. A manual insulin injection was administered to address bg. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.